Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing and increasing shock impedances. There is no evidence of noise. A lead fracture is suspected. The patient was brought back into the clinic and there was no oversensing or abnormal impedances observed. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The lead remains in service.